Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice. Per the initial report, the caregiver (cg) stated the fill volume is 2000ml and last fill volume is 1500ml. The cg put the home patient onto a manual bag and drained approximately 3200ml. The technical service representative explained the drain logic and possible causes. A swap was not requested. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.